Event description:
On 06-may-09, a customer reported he placed an order of test strips on 22-mar-09, but the product was never received, and consequently, he was unable to test his blood glucose level. The customer reportedly experienced the following symptoms in '09: lack of energy and headache. The customer also reported he went to an emergency room where he was diagnosed with severe hyperglycemia and treated with an unknown intravenous medication and insulin. The customer also reported self-treating his headache by taking an otc pain medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a delivery issue. No product investigation is necessary. Adc customer service placed two orders of test strips: the first order was on 22-mar-09 and the second order was on the date the customer reported the medical event in 2009. This is the final report.